Manufacturer narrative:
Corrections: section e: information submitted in earlier report has been corrected. H6 - health effect - clinical code: in earlier reports, code 4582 should have been entered. H6 - health effect - impact code: in initial report, code 2199 should have been entered.

Event description:
Additional information was received that the elective replacement indicator (eri) message appeared for ipg. The eri message was determined to be true. It is unknown if the ipg depleted prematurely. The device was providing therapy.

Event description:
Additional information gathered/confirmed via follow-up revealed the patient's ipg was explanted and replaced to provide resolution.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, an attempt was made to obtain complete event and patient information.

Event description:
It was reported the patient's ipg has allegedly reached end of life. As a result, the patient plans to undergo surgical intervention to address the issue.